Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that depth gauge f/scr ø1.3+1.5 sst had a broken needle. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for depth gauge f/scr ø1.3+1.5 sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part # 319.004 synthes lot # 7380056 supplier lot # n/a release to warehouse date: 15 may 2013 manufactured by: synthes jennersville. No ncrs were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device investigation the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the depth gauge f/scr ø1.3+1.5 sst had the needle broken from the distal tip, fragment was returned for evaluation. Additionally, the remaining fragment of the needle appears to be deformed. The body, slider and handle of the device are discolored and present signs of scratches. A dimensional inspection for the depth gauge f/scr ø1.3+1.5 sst was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge f/scr ø1.3+1.5 sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility address: (B)(6). Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery with the product in question. Upon delivery, it was discovered preoperatively that the tip of the 319-004 depth gauge was broken. The surgery was handled by a hospital-owned depth gauge. The patient outcome was reported to be stable. No further information is available. This report involves one depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 for (B)(4).